Event description:
The customer reported that insulin was squirting out, and the insulin pump had an error alarm during the manual prime process. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.